Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment as the upper usb port was damaged. It was also noted that the radiofrequency (rf) head upper case damaged, the stylus tip position on the touch screen needed calibration-deviation between stylus position on touch screen. The keyboard front latch was broken, the cord bay latches were worn, the paper tray was nearly empty, the bullets assay (upper right) were broken, the rf head cable was worn out with cores twisted inside the cable (still working but replaced) and the anti-slip layer of the rf head was ripped off. Software was re-installed and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when plugging into the top universal serial bus (usb) port the programmer displays a black screen. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.